Event description:
Unable to speak with the patient/layperson, this senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation and will send a follow up letter to the patient. On (B) (6) 2010, the patient complained that on (B) (6) 2010 her onetouch ultramini meter was turning off during use and that it had read higher than the ER meter, 155 vs 55 mg/dl. On (B) (6) 2010 at an unknown time, the patient's meter turned off during use. It is not clear whether the patient had tested successfully during the day. Reportedly asymptomatic, the patient went to the ER the same night. The patient did not provide an explantation for the ER visit. While in the ER the patient was tested on the ER's meter and then on her own, results previously noted. The patient was given food after the ER result was obtained. Because the variance between the two results was greater than the expected less than equal to 30%, the inaccuracy complaint was reported. Since the patient alleged that she was treated for hypoglycemia because "the meter was not working," the complaint is reported. The cca replaced the onetouch ultramini meter, strips, and control.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.